Event description:
Caller reported aviva system blood glucose results, all mg/dl: 11:10 am- 531 11:10 am- 200 11:11 am- 187 11:12 am- 172 11:21 am- 168 no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.